Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's counsel that the pt rec'd an implant, date was not provided and is currently being monitored because his client is suffering from serious injuries. It was not reported as to what these injuries are. No other info was rec'd.

Manufacturer narrative:
Since the implantation date was not reported, this case will be handled as related to the issues for which zimmer implemented a correction in july 2008. The MFR did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. Should add'l info become available an amended medical device report will be submitted. (B)(4).